Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified multiple occurrences of system error 21502. The pump was able to power on, navigate through the screens and run an infusion without discrepancies. Flange sensor testing was performed and the device did not meet specifications. Visual inspection of the grommet revealed to be slightly rotated interfering with the flange sensor. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was due to a misaligned grommet. The grommet will be reworked to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump displayed flange sensor failure (stuck) (system error 21502). The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.